Event description:
It was confirmed that no further information could be provided.

Manufacturer narrative:
Information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Findings: elevated metal ions; chromium 29, cobalt 15 a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). D10: m2a-magnum pf cup 58odx52id. Item: us157858. Lot: 110220. M2a-magnum 52-60mm tpr insrt-3. Item: 139266. Lot: 325180. Taperloc micro lat fmrl 10mm. Item: 15-103204. Lot: 060860. G2: foreign ¿ canada. H6: proposed component code: mechanical (g04) - head. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient presented with high metal ion levels. No revision has been reported at this time. It was confirmed that no further information could be provided.